Event description:
A hospital nurse coordinator reported that when loss of image occurred during a colonoscopy procedure, the scope was removed from the pt and a second colonoscope was used to complete the procedure. There were no complications related to the occurrence.